Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported discomfort at the evoke closed loop stimulator (cls) implant site in certain postures. A revision procedure was performed, and the cls was repositioned to resolve the reported event.

Manufacturer narrative:
The cls remains implanted. The root cause of the discomfort cannot be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, ¿temporary or persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result¿; and also provides patient instructions including, "for six to eight weeks after surgery, patients should avoid: lifting more than 11 lbs. (5 kg); physical activities requiring stretching, bending or twisting." The manufacturing records were reviewed and the products met all the requirements for release.